Event description:
It was reported that during da vinci-assisted surgical procedure, the bipolar energy cord was not working. The procedure was aborted/converted due to anatomy.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the device for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.